Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as it was discarded by the customer; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Initial reporter's phone number: (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens model zcb00v +22.5 diopter, was implanted in the patient's operative eye on (B)(6) 2018. Post-op, the patient felt uneasy and experienced halos and glare. Reportedly, the spherical aberration test (preoperative and postoperative) was performed and it was noted to be shifted to the minus side. The lens was explanted on(B)(6) 2018 and replaced with a competitor lens and the patient's issues ceased. No further information was provided.